Event description:
It was reported that during preparation for a stenting treatment procedure a labeling discrepancy was noticed. A promus element plus, mr, us 2.25x16mm stent had been selected to treat an unknown lesion. When the box was opened, the sealed inner package was labeled as a 2.5x16mm promus element plus. The device was not used in the procedure. The procedure was completed with a 2.25x16mm promus element plus stent. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a promus element plus foil pouch and the compliance chart label. The promus element plus stent delivery system (sds) and stent were not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure a labeling discrepancy was noticed. A promus element plus, mr, us 2.25x16mm stent had been selected to treat an unknown lesion. When the box was opened, the sealed inner package was labeled as a 2.5x16mm promus element plus. The device was not used in the procedure. The procedure was completed with a 2.25x16mm promus element plus stent. No patient complications were reported and the patient's status is ok.